Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient ¿went into a coma¿ (lost consciousness). The cgm was reading 83 mg/dl and had not alarmed but the bg was 25 mg/dl. The parent called 911 and paramedics gave unspecified medicine; the reporter does not know what was given. The patient recovered and was doing fine at the time of the report later the same day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.